Event description:
Device malfunction: difficult to remove filter, retrieval catheter caught on stent during advancement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, as the emboshield pro retrieval catheter (rc) was being advanced the tip of the rc snagged on the proximal end of the wallstent on the trailing struts. Review of angiographic images show the stent was not fully apposed to the vessel wall. The rc could not be advanced despite use of an additional .035 buddy wire, pt movement, and gentle traction. The rc was removed, a second, longer stent was implanted spanning both ends of the first stent to alter the geometry of the trailing end of the stent and the rc was re-advanced. The filter was recovered and removed from the body. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
The device was not returned. A definitive root cause for the physical resistance met during advancement of the emboshield retrieval catheter could not be determined. It appears that the patient's vessel anatomy and/or implanted stent to vessel wall apposition may have been contributing factors. There does not appear to be a manufacturing or device quality issue. The emboshield pro is 100% visually inspected. Device lot history review could not be performed because the lot and part number combination was not available.